Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient's contact reported that the patient had died. During follow up the patient's nurse reported the patient had been admitted to the hospital (B)(6) 2017 for a bad fall. The patient's hip was broken and surgery was performed. The patient had history of blood pressure instability and episodes of hypotension. The patient was also being treated for peritonitis at the time. The patient had cardiac issues and had a cardiac arrest (B)(6) 2017 and died. The patient's medical records were made available and show the patient was diagnosed with peritonitis (B)(6) 2017 due to klebsiella oxytoca and was prescribed ceftazidime antibiotic. The patient reported dizziness and light headed and lost balance resulting in a fall on her back with severe pain in right hip area. The patient reported that she had not been feeling well for several days prior with weakness and fatigue. An x-ray showed displaced fracture of right femur. The patient later had right hip fracture with serious drainage of surgical site. Ongoing hypotension of likely cardiogenic origin was treated with midodrine. The records show the patient was also prescribed antibiotics vancomycin, cefepime, and flagyl. The patient had hypokalemia and hypomagnesemia and continuing subacute peritonitis. The patient was on a do not resuscitate plan of care. On (B)(6) 2017 the patient had sudden cardiac death and expired. The source of the peritonitis was not identified.

Manufacturer narrative:
There is no documentation that a temporal relationship exists between the liberty cycler and the adverse events experienced by the patient of feeling lightheaded, dizzy and falling which resulted in a fractured hip, the sequent hospitalization or the sudden cardiac arrest and the expiration of the patient. The reported adverse events did not occur during a ccpd treatment. Additionally, there is no allegation that the liberty cycler or any fresenius products malfunctioned or did not perform as expected. The patient had a complex medical history in which all the comorbidities are known to be strong predictors of sudden cardiac arrest in the esrd patient population. A probable association exists between the patients multiple comorbidities the sudden cardiac arrest and subsequent expiration. Additionally, a temporal relationship exists between the liberty cycler and the reported adverse event of peritonitis, there is no documentation showing a causal relationship between the liberty cycler and the event of peritonitis. Additionally, there is no allegation against any fresenius products and the adverse event. There is however a probable association between the reported peritonitis and a possible breach in aseptic technique during pd therapy (prior to hospitalization) or have a bowel source given the patient¿s organism cultured was gram negative klebsiella oxytoca. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.